Manufacturer narrative:
Corrected data: b3- "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. B5- "per the reporter on (B)(6) 2019" should be corrected to "per the reporter on (B)(6) 2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in a lens vial in liquid. Visual inspection found the optic and haptic torn . The lens was returned in three pieces. Claim# (B)(4).

Manufacturer narrative:
Sex: unk. Ethnicity: unk. Race:unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a, +19.5 diopter, intraocular lens tore during injection into patient's eye on (B)(6) 2019. The lens was implanted, removed, and replaced intraoperatively with no patient injury. This resolved the problem. Per the reporter on 20/nov/2019, "patient is healing well."